Event description:
It was reported that a patient was experiencing coupling or communication issues between the implantable neurostimulator (ins) and t he programmer. It was stated that they could not get any coupling bars during recharging. Another recharger was used with the same results. The patient been implanted the previous week and they were trying to charge through bandages. It was noted that the ins could be felt through the bandages. The antenna locate (al) feature was used, and the highest result was 34. The patient was going to meet with a medtronic representative the following week to check on the status of recharging. The company representative met with the patient on (B)(6) 2013 and they had a "difficult time" with recharging. They could only get "white" coupling bars. The al feature could only get to 38. It was stated that it was "difficult" to palpitate the ins. On (B)(6) 2013 the patient met with her doctor and a medtronic representative. The patient was able to charge her ins with all 8 bars. About one week later it was reported that an x-ray was done and it confirmed that the ins had flipped "side to side". The reporter was going to review this information with the doctor. Further information has been requested. If more information becomes available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical product: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37752, serial# unknown, product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient . (B)(4).